Manufacturer narrative:
The customer stated the batteries had corroded inside battery compartment area and damaged the spring terminals. The customer's bio-med was unable to clean off the corrosion inside the battery area. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received questionable glucose results for an unknown number of patients from 26 different accu-chek inform ii meters and 4 different accu-chek inform ii test strip lot numbers. The meter serial number were requested but were not provided. The specific strip lot used for each comparison was requested but could not be provided. This medwatch is for strip lot 477523. Refer to the medwatchs with patient identifiers (B)(6) for all the strip lot numbers involved. The tests were performed right after another on the same meter. Comparison 1: initial result was 47 mg/dl and the repeat result was 375 mg/dl. Comparison 2: initial result was 65 mg/dl and the repeat result was 472 mg/dl. Comparison 3: initial result was 30 mg/dl and the repeat result was 410 mg/dl. Comparison 4: initial result was 57 mg/dl and the repeat result was 469 mg/dl.